Manufacturer narrative:
This report is submitted on october 29, 2018.

Event description:
Per the clinic, the patient developed an infection resulting in extrusion of the device. Subsequently, the device was explanted (date not reported) and the patient was not reimplanted with another device.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).